Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems 20 ga 1.25 in (dual port w/cap) leaked. The following information was provided by the initial reporter: "CT contrast leaks out of unused 2nd port when radiology are using these nexiva cannulas for CT injection, they are finding that contrast is leaking out the unused port. They have tried putting bd smartsite bungs, alaris bungs on the port that isn't connected to the pressure injector but still seem to be having the problem. They can't tell where the leak comes from because they're out of the room when it happens. They keep within pressure rating less than 300psi and flow rate of 4.5. They do patency check prior. They attach the power injector tubing onto alaris bung not directly onto the nexiva port. The nexiva comes to them already inserted in oncology. Lot number stated may not be same as complaint sample. Have asked them to save sample next time it happens. It happens often and they dont trust them now to not leak. 5/5 recent have leaked. They want advice on what to do."

Manufacturer narrative:
H.6. Investigation summary: the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems 20 ga 1.25 in (dual port w/cap) leaked. The following information was provided by the initial reporter: "CT contrast leaks out of unused 2nd port. When radiology are using these nexiva cannulas for CT injection, they are finding that contrast is leaking out the unused port. They have tried putting bd smartsite bungs, alaris bungs on the port that isn't connected to the pressure injector but still seem to be having the problem. They can't tell where the leak comes from because they're out of the room when it happens. They keep within pressure rating less than 300psi and flow rate of 4.5. They do patency check prior. They attach the power injector tubing onto alaris bung not directly onto the nexiva port. The nexiva comes to them already inserted in oncology. Lot number stated may not be same as complaint sample. Have asked them to save sample next time it happens. It happens often and they dont trust them now to not leak. 5/5 recent have leaked. They want advice on what to do."